Event description:
It was reported that the patient was treated for fracture of l1 using posterior fixation from t12 -l2. Control x-rays taken three months post-op show a proper connection of the construct. After being back at work for several weeks, the patient heard a sound and experienced pain. X-rays taken approximately 8 months post-op show a loosening of the locking setscrew off the right t12 pedicle screw connection head. It was also noted that there was dislocation of the rod and locking screws. A revision surgery was performed 8 months post-op to remove the hardware.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Review of radiographic images show an l1-l3 construct. Apparent longitude shows good position of rods and screws on (B)(6) 2010 and (B)(6) 2010. Films of (B)(6) 2010 show set screw back out and rod screw dissociation. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
The parts returned are showing traces of implantation and removal. No damages or defects have been identified on the connection head and the setscrews. With the available information, the reason for the setscrew back-out has not been determined. Potential reasons for setscrew loosening with fixed angle screws includes: wrong approximation of the rod/fixed angle screw orthogonality, non-union of the instrumented level.